Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken plug strap, one opening linear on the valve, yellow particles on the shell, and flat crease. Leak test and microscopic was performed which identified an opening striated on the valve and broken striated on the plug strap. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is one striated opening on the valve, assessed as surgical damage, consistent with the use of some surgical tool. A striated broken plug strap assessed as surgical damage consistent with the use of some surgical tool.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.